Event description:
It was reported that the patient was enrolled in the maestro study and received treatment for right middle cerebral artery unruptured fusiform aneurysm. Treatment consisted of using a fred x. The patient was discharged from the hospital with mrs=0. 3 days¿ post-procedure ((B)(6) 2026), an sae (sae1: right lentiform nucleus hypodensity) occurred. According to the description provided by the site, the event was serious and severe but not associated with device malfunction. In terms of clinical impact, the patient was symptomatic. The site concluded the event was an ¿ischemic stroke¿ neurological event, is possibly related to the flow diverter study device but not related to the ancillary device, the index endovascular procedure, study disease condition, concurrent disease condition or treatment. The actions taken for the event were additional medication with IV co-amoxiclav started 9 days¿ post-procedure ((B)(6) 2026) and MRI scan head was performed, blood samples taken, ECG and CT chest, 7 days¿ post-procedure ((B)(6) 2026). The outcome resolved 11 days¿ post-procedure ((B)(6) 2026). 13 days¿ post-procedure ((B)(6) 2026), sae2: pneumonia (hap) occurred. For sae2, according to the description provided by the site, the event was serious and severe but not associated with device malfunction. In terms of clinical impact, the patient was symptomatic but the event not a neurological event. Causal relationship with the flow diverter study device, ancillary device and index endovascular procedure, study disease condition and concurrent disease condition or treatment were all reported. Action taken for the event was additional medication with antibiotics. The outcome is not resolved/ongoing. Additional information received on sae2 reported. The event was not associated with device malfunction, not a neurological event but not related to the flow diverter study device, the ancillary device, the index endovascular procedure, study disease condition and concurrent disease condition or treatment. The action taken for the event was additional medication with antibiotics. The outcome is not resolved/ongoing.

Manufacturer narrative:
Procedure/medical information review: a detailed medical review of procedure note, (sae-01) dated february 10, 2026, was performed on march 3, 2026. Index procedure date was (B)(6) 2026. On (B)(6) 2026 (3 days post procedure) the patient experienced a right lentiform nucleus hypodensity (¿ischemic stroke¿). The patient received treatment for the event which included additional medication with IV co-amoxiclav, MRI head, blood taken, ECG, CT chest and prolonged hospitalization. The outcome was reported as resolved on (B)(6) 2026. Based on a review of available data, no device malfunction was reported and the relationship to the event to the study device cannot be ruled out. A detailed medical review of procedure note, (sae-02) dated february 10, 2026, was performed on march 3, 2026, 2026. Index procedure date was (B)(6) 2026. As reported through a maestro clinical study, a patient was diagnosed with pneumonia, hospital acquired pneumonia (hap) on (B)(6), 2026 (13 days post procedure and after discharged from the hospital on (B)(6), 2026). Data reviewed indicates that the patient received antibiotic therapy associated with in-patient hospitalization and the outcome was reported as ongoing. Data reviewed indicates that this event not related to the flow diverter study device, not related to the ancillary device, and not related to the index endovascular procedure was reported. In addition, data reviewed indicates that this event is not related to the study disease condition and not related to the concurrent disease condition or treatment. Based on a review of available data, no device malfunction was reported and the relationship to the event to the study device can be ruled out and the event is not related to the study device. Investigation findings: a detailed medical review of the first provided procedure note revealed that the patient experienced a right lentiform nucleus hypodensity (¿ischemic stroke¿) on (B)(6) 2026, 3 days after treatment of an unruptured fusiform aneurysm using a fred x device. The patient received treatment for the event which included additional medication with IV co-amoxiclav, MRI head, blood taken, ECG, CT chest and prolonged hospitalization. The outcome was reported as resolved on (B)(6), 2026. Based on a review of available data, no device malfunction was reported and the relationship of the event to the study device cannot be ruled out. Review of the second procedure note revealed that the patient was diagnosed with hospital acquired pneumonia on (B)(6) 2026. Data reviewed indicates that the patient received antibiotic therapy associated with in-patient hospitalization and the outcome was reported as ongoing. Data reviewed indicates that this event not related to the flow diverter study device, not related to the ancillary device, and not related to the index endovascular procedure. In addition, data reviewed indicates that this event is not related to the study disease condition and not related to the concurrent disease condition or treatment. Based on a review of available data, no device malfunction was reported and the relationship of this event to the study device can be ruled out. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves, device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis warnings should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred x system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred x system can potentially result in loss or damage to the device and delivery components. If repeated friction is encountered during fred x system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred x system in the parent vessel without fully retrieving the device. The fred x system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Cautions exercise caution when crossing the deployed/detached fred x system with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use 11. Advance the delivery wire to transfer the fred x system from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the fred x system. 12. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred x system. 14. Position the fred x system for deployment by aligning the fred x system implant distal radiopaque end markers past the aneurysm neck allowing for adequate distal and proximal device landing zones. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred x system at the proper location, to achieve full expansion and good vessel apposition. Caution: using a rapid microcatheter withdrawal technique to deploy the fred x system is not recommended and may result in device elongation or improper deployment. When deploying 3.5-5.5 mm diameter devices be aware of the delivery wire tip position. 15. If fred x system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The fred x device may be recaptured up to approximately 75% of its deployed length. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. Caution: the fred x system must not be re-deployed more than three times. 16. If fred x system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 15) proximal to the aneurysm neck for adequate coverage. Note: the fred x system will expand and may foreshorten up to 60% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. Warning: do not detach the fred x system if it is not properly positioned in the parent vessel. Warning: if applicable, observe the fred x system marker position during coiling procedure to ensure that the device does not migrate. 17. Prior to removing the delivery wire and if necessary, position the microcatheter distal to the implanted device to maintain access through the implanted device. Remove and discard the delivery wire. Caution: the fred x system delivery wire should not be utilized as a guidewire. Do not torque the fred x system. A torque device should not be used. 18. Carefully inspect the deployed fred x implant under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the fred x implant is not fully apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 19. Verify that the fred x implant remains patent and properly positioned. Note: the jailed microcatheter should be carefully removed to avoid dislodging the fred x implant. 20. Caution: carefully watch the fred x implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. This study is ongoing and device/procedure relatedness determinations can be re-adjudicated by independent reviewers/physicians. The study device and study procedure relatedness can change as a result of these reviews. Microvention is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by microvention, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Microvention has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, microvention, or its employees that the device, microvention, or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report.